Event description:
Code blue full arrest CPR in progress, acls protocol in place, @ 0732 epi and other acls drugs being admitted via IV. At 0743, pt paced with capture, 0747 attempted to pace again but did not capture this time. Pt had been in full arrest at all times, no pulse ever noted. Equipment removed from room and biomed notified. Equipment removed by biomed.